Event description:
A report was received that the patient underwent an explant procedure due to pain at the pocket site. The physician believed that the pain may be related to the position of the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.